Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1; device implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they had "diaphragmatic pacing issues" and it was noted the left ventricular (lv) lead exhibited a confirmed fracture, along with high and undefined pacing impedance and no capture. The lv lead was turned off and a lead replacement is scheduled. No patient complications have been reported as a result of this event.